Manufacturer narrative:
Risk assessment; res the instrument was not returned for evaluation as it was disposed at the hospital. Device history review and complaint history review was not performed as the lot # was not provided and device was not returned. A plausible root cause could not be identified conclusively because the instrument was not returned for evaluation.

Event description:
It was reported that; broken screwdriver during implantation. No patient injury. Surgery was completed as planned.

Event description:
It was reported that; broken screwdriver during implantation. No patient injury. Surgery was completed as planned.